Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm and 2.50mm x 12mm nc emerge balloon catheters were advanced for dilation. However, during the inflation, both balloons ruptured. The procedure was completed with wolverine cutting balloon. There were no patient complications nor injuries reported.